Event description:
It was reported that while on a pt the ventilator sounded 3 beep tones and shut off. It would not power back on. The pt was manually bagged with no adverse effects. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be provided when additional information becomes available. (B)(4).